Event description:
Hill-rom tech support received a report from the account stating the brakes were not holding (foot casters click and roll). The bed was located in medsurg. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech support rep performed troubleshooting over the phone with the account, asking the account to replace the foot casters. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. Hill rom tech support contacted the customer two add'l times trying to obtain the resolution for this alleged issue. No response has been received from this account. Based on this info, no further action is required.